Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The patient was told their controller battery was completely depleted. The patient was recently instructed to increase the intensity and run though it again and it was working again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). When prompted on the cause of their battery not running down/hurting and controller not charging the pt reports that in charging their device battery to 100% the controller battery would go down to too low without charging device battery to 100, stating this has happened again. Pt reports checking both batteries [agent understood of the controller and implant] to see settings of both to plan the daily charging needs in order to troubleshoot this issue. When asked if the issue had been resolved the patient reports they are "beginning charge to charge on device status, most times immediately goes to 90%, if having problem connecting is going to 80% before I get connected.".

Event description:
The reason for call was patient reported they have been hurting since sunday and the battery is not running down. Patient stated it will say on the controller that it is at 100% but nothing happens and something is not working. Patient confirmed therapy was on and in group c, but they were not sure which group they normally use. Patient stated a different rep had done reprogramming and they told mdt rep to put it back on what they had programmed. Agent had patient switch to group a and patient stated they didn't feel anything different. Patient switch to group b and stated they were not really feeling anything. Agent redirected to mdt rep and hcp to confirm which therapy group patient should be using. Patient also stated on sunday the controller was not charging and might take 2 hours to charge but also stated the controller will be at 40 or 50% and take about an hour to charge to 100% and has been slower. Patient stated they couldn't do anything with it on sunday and reported memory problem data has been lost; agent attempted to clarify several times what patient meant but patient gave many confusing and conflicting statements. Patient stated they reset the controller and "hit something" and then were able to charge both the controller and implant to 100% yesterday. Patient reported controller was currently at 80% and implant at 100%; agent had patient plug controller into ac power supply and patient confirmed green flashing light. Agent reviewed memory problem message and advised patient to monitor. Of note, patient seemed very confused and made conflicting statements regarding controller and implant battery levels. Agent did their best to accurately document information given. Agent's understanding was that the controller battery had depleted but was now charging without issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back stating they had a problem. A week ago on friday they recharged their ins; they got the ins and controller to 100%. Then on sunday they went to recharge again but could not do anything with it. They got memory problem data had been lost then they got a message about controller battery (screen 79). They reset the controller but that did not resolve their issue because they were getting no therapeutic relief from the ins for they had been in pain in feet in toes since sunday. The pt was concerned because they charged the controller to 100% yesterday while the ins was at 80%; now today their controller was at 100% and the ins was at 50%. Pt was concerned about the controller battery not depleting even though the ins battery was. During call the controller was at 100% and ins at 50%. Pt was on group c, pt did not know if they were on the right group and when they called their rep they said they did not know what group for pt to be at. Pt went to program 1 which was at 6.5, they increased intensity to 7.8 and felt stimulation. Pt went to program 2 which was at 6.8, they increased stimulation to 7.8. Pt will contact their rep and hcp if they still felt no benefit from stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.